Event description:
Additional information received that the cause of the resistance was unclear and the blood vessels were tortuous. After pushing the pipeline stent out of the body, it was found that the tip end of the stent was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open the patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 5.2 mm and a 3 mm neck diameter. Landing zone: distal: 4.5 mm and proximal: 4.8 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The pru level met the standard. The angiographic result post procedure showed an occlusion. It was reported that the operator first placed the catheter fg15150-0515-1s into the distal blood vessel of the diseased site. The o perator then selected a ped-475-16 stent and the distal end was deployed smoothly. During the deployment process, the middle part of the stent failed to open despite repeated attempts. The operator then retrieved the stent and withdrew it from the patient's body with the catheter. He found that the stent had a large pushing resistance and the tip end of the stent was rough. Even after the stent was fully deployed, the proximal end could not be opened normally. So replaced it with ped-450-16, and the whole opened smoothly. Postoperative angiography showed that the stent shape and adhesion were relatively good. During this period, there was no impact on the patient's treatment, and the patient regained consciousness after resuscitation. It was reported the pipeline was stuck (locked up) in the catheter or resistance in the middle of the catheter occurred. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no catheter or pushwire damage observed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported the middle part could not be opened, the stent was at the bend of the blood vessel. The healthcare provider tried to retrieve it and opened it again, but it still didn't work.

Manufacturer narrative:
H3: product analysis (B)(4). Equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. The catheter was not returned. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was not confirmed as the distal, middle, and proximal of the braid were found fully opened with no damage. No damage was found with the pushwire. Possible causes of the "resistance" and "failure to open" include patient vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported minimal vessel tortuosity and continuous flush were used during delivery., ruling out vessel tortuosity and continuous flush as the potential causes. The cause of the failure to open and resistance could not be determined. Since the catheter was not returned, any contribution of the catheter to the reported issues could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.